Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on (B)(6) 2019 with lot number 1245476. Analysis of the returned device identified: opening linear on posterior and anterior and creases fold leak test and microscopic analysis was performed which identified: striated opening on posterior and anterior and crack valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening on anterior and posterior due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. The device remains implanted.